Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Additionally, customer's blood glucose (bg) level was 520 mg/dl. Reportedly, the customer was due to change supplies and was also ill which contributed to bg level. Customer administered a manual injection to address bg level.